Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and performed performance verification and plugged and unplugged it multiple times. The device would not register if it was charging, leading to the device powering down due to low battery and could not be recharged. The power supply was replaced, and the defective part has been returned. The device is now charging without issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that during field change implementation, it was observed that the device would not switch from battery operation to a/c power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device had no battery charge when starting, swapped the battery with another device to do the field change implementation. The rse recommend ordering a new power supply for the device.